Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge segmental resection, they loaded the handle to the reload, squeezed the handle and closed the jaws for checking, then pulled the black return knob. However, they could not open the jaws. They replaced the handle and cartridge and were able to complete the procedure with no problem. No adverse events reported. The status of the patient is with no problem. Surgical time was extended by less than 30 minutes.